Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked through a solution set with duo-vent while the clamps were in closed position. It was further reported that the, ¿small blue clip was left undone; however, the wheel clip was tightened, and half of the bag leaked out¿ and ¿even after making sure to use the blue clip as well, it would still leak¿. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.